Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. One jaw is broken off. The broken surface shows heavy corrosion and a ductile appearance. The remaining jaw is bent. The corrosion indicates a older pre-damage. The bent jaw indicates that the bowel grasper forceps has been used to retract heavy tissue, which is not intended purpose, and got overloaded. The event is filed under internal karl storz complaint ID ((B)(4)).

Event description:
It was reported that there was event with a clickline forceps insert. According to the information received, the jaw of grasper broke whilst in use and was within patient abdomen. Information about patients health was not provided. Increased length of procedure and exposure to x-ray to locate and retrieve missing jaw. Additional patient information is not available.